Manufacturer narrative:
Patient demographics provided. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial based procedure, the navigation system became unresponsive. Following a restart of the navigation system, the reported issue continued. No additional information was provided. No information regarding the procedure was provided.